Event description:
Home pt reports a 2240 alarm during apd treatment with the homechoice machine. Pt reports that during therapy they inadvertently disconnected the pt line of the homechoice set from the transfer set. Prior to calling the baxter service center the pt attempted to reconnect the pt line. The pt was instructed to discontinue the treatment and close catheter. Pt then finished treatment with a new set up of supplies. Rn at the unit reports that there was no pt injury or meidcial intervention reqiured. Pt is retrained on proper technique and procedure by rn. No device failure was indicated.